Event description:
Poured clear care plus on my contact lens and placed in eye, not knowing it was an eye lens cleaner that would burn your eye. Medication administered to or used by patient: no; outcome: final outcome, temporary harm/injury; final outcome comment: had to go to (treatment facility); visit to clinic/doctor ; visit to an emergency room, more medicine to reduce or relieve the possible bad effects of error. When and how was error discovered: burning eye and loss of vision for about 48 hours. Reporter¿s recommendations: product should be taken off the market and be given out from doctor or pharmacy with strict instructions. (B)(6), access number: (B)(4).